Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: broken observed on posterior side assessed as surgical impact opening (shell thickness was within specification). Additional observations: ¿ stress marks observed. ¿ observed split in patch area, it is out of specification per qa199.04 was identified which is characterized as a workmanship, however, has no relation to the reported event.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.